Manufacturer narrative:
This report is submitted on june 1, 2018. (B)(4).

Event description:
Per the clinic, the patient experienced pain with device use, resulting in the decision to remove the magnet on (B)(6) 2018.